Manufacturer narrative:
(B)(4): the devices were returned for evaluation by a quality engineer. The dissector insert ((B)(4) lot # 201204mf4) was analyzed and met product manufacturing specifications. The sheath ((B)(4) lot # 201204mf7) presents few traces of impact; however, electrical tests demonstrated the sheath met product manufacturing specifications. The handle ((B)(4) lot # 201204mf4) is manufactured in stainless steel and so it is not electrically isolated. The burn is likely the result of formation of an electric arc between the handle and the surgeon's hand.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that "during a surgical procedure of laparoscopic cholecystectomy, at the moment of the activation of the coag [coag ulation] function the surgeon has reported a burn to his hand, likely due to a current dispersion through the instrument." There was no report of patient injury.